Event description:
Unomedical reference number (B)(4). Event occurred in south africa. On (B)(6) 2022, the patient's mother reported that her child faced an insulin flow blockage led to high blood glucose level of 32 mmol/l and the patient felt nauseous, vomiting, and had ketones as well. On (B)(6) 2022 (sunday), the patient was admitted in the hospital due to diabetic ketoacidosis. Reportedly, since friday, four infusion sets have been tried. At the time of this report, the patient was in the hospital. Currently, the patient's blood glucose level was 5.8 mmol/l. No further information was available.